Event description:
It was reported there was ¿odd behavior¿ with the stimulator on. The patient was using stimulation on the right side and then it would jolt is back depending on what position he was in. If the patient pressed at the implant site, he could make the stimulation sensation come on or turn off. The stimulation could come off or on depending on the position, but it had to do mostly whether he was sitting, or how much pressure was on the implantable neurostimulator (ins). The patient was not aware of the adaptive stim feature, or of having had it enabled. The patient¿s stimulation changed with every movement the patient made, including every step he took and when he talked, breathed, coughed, moved, and with everything he did. The patient had a lead on each side of his spinal cord. The patient had bad pain in his back, and was going to follow up with his physician. The manufacturer representative (rep) met with the patient four days after the initial report. The cause of the event was reportedly not device related. The patient just needed reprogramming and he was ¿doing great.¿

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).